Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue injury. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior mitral leaflet was restricted, the heart was rotated, and the valve was calcified. Visualizing the clip was difficult due to imaging. The clip was advanced to the mitral valve; however, the leaflets could not be grasped and would not remain captured, resulting in tissue injury. The clip was not implanted and was removed. Mr remains at 4. The delay in treatment caused the patients¿ blood pressure to drop. A balloon pump was used, and medication was given for treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on available information, the reported leaflet grasping, and capture issue appear to be due to challenging patient anatomy in conjunction with poor imaging. A cause for the reported poor imaging can not be determined. The reported patient effects of tissue injury appears to be resulted from leaflet grasping and capture issue. The reported hypotension appears to be due to procedural condition. The reported serious injury/ illness/ impairment, unexpected medical intervention, required medication and delay to treatment/ therapy were results of case specific circumstances. Additionally, the reported patient effects of tissue injury and hypotension are listed in the mitraclip g4 system instructions for use, and are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.